Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported by the sales rep via phone that during an unknown procedure the acl disposables kit broke during insertion. The physician mentioned that he noticed a bent before insertion. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the device was observed broken and separated in two pieces. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed to excessive force applied during insertion or can be associated that the device was bent before insertion. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device lot number:3l49938, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received. It was reported that the guide wire broke when inserting the screw.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an unknown procedure the acl disposables kit broke during insertion. The physician mentioned that he noticed a bent before insertion. All fragments were retrieved. Another device was used to complete the procedure. No patient consequences or surgical delay reported. It is unknown if the device is available to be returned for evaluation.